Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was initially reported to arjohuntleigh representative that: "whilst assisting a client to get dressed sat on the ambulift chair connected to its sub chassis in the wet area. The chair was on top of the drain area when the client became stiff on the top half of his body. The carer and a colleague assisted the client with clothing to the upper part of the body, whilst doing so the chair tipped to the left side. The safety arms were not on the chair at this time because the client was being dressed at that moment. The client came off the chair and but was prevented from falling hard onto the floor by the carer who managed to take most of his weight and slowly allowed him to go to the floor. It was reported that the floor in the wet area was not level . No injury to the client occurred. Chair and chassis taken out of use awaiting investigation."

Manufacturer narrative:
An investigation was carried out into this complaint. When reviewing similar reportable events on ambulift chair, we haven't found any other similar cases. We consider this event to be an isolated incident. The device was being used for patient handling- while assisting patient to be dressed up, the chair was on top of the drain area when suddenly tipped to the left side- and in that way contributed to the event. The patient tipped over slightly but the caregivers were able the prevent the fall. No injury occurred. The device has been examined by a technician- all functions were found to be working correctly. Also there has been performed function test-technicians didn't find any problems with the chair. Device was working according to its specification. The technician was managed to recreate the event: "wheeled the chair into the position of reported incident, one of the castor fell down the drain area and tipped to one side". Attached picture to complaint shows the high gradient of the floor falling towards the drain area. IFU for ambulift contains care and maintenance section: "check that the hoist can be propelled in a normal manner, making sure that the castor's are quite free in their movements, as clogging by hair and fluff can occur, and also check that the tread of the castor is not damaged. Also ensure that the castors are firmly secured to the chassis." "Check that all external fittings are secure and that all screws and nuts are tight." "A general visual inspection of all external parts should be carried out periodically and all functions should be tested for correct operation, to ensure that no adverse damage has occurred during use." Also in IFU there is information: "when leaving the patient over the toilet or under a shower, be sure to apply the brakes." No malfunctions were found that could have caused or contributed to the event. According to the above the device was found to have been to specification when the event took a place. It can be established that chair was being used for patient handling but it appears it contributed to the event likely due to a use error. The situation where the chair with patient tipped over one side are considered to be unfortunate accidents. There are also other factors that need to appear to cause this incident e.g.: lack of carefulness, the caregivers should be aware of high gradient of the floor, and situated the chair in a safety and stable position. From our evaluation we consider this event to be isolated incident where user wasn't care enough to avoid this incident.